Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the customer was hospitalized on (B)(6) 2018 at 12:38 pm due to a high blood glucose of 497 mg/dl. Blood glucose at the time of the call was 298 mg/dl. Customer experienced no symptoms related to high blood glucose. The customer was wearing the insulin pump at the time of admission. The customer's mother reported issues with the meter. Troubleshooting was declined. The insulin pump will not be returned for analysis. It was not stated if the auto mode feature was on.